Event description:
Pt reported having been diagnosed with side unspecified lymphoma, non-hodgkin's. Physician confirmed diagnosis of "splenic cancer, non-hodgkin's type with bone marrow involvement." The diagnosis was made via bone marrow biopsy. No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the left side. See MFR# 9617229-2015-00184 for the right side.

Manufacturer narrative:
(B)(4). Pt identifier (B)(6) relates to pt's record previously existing in easy track database. Current database pt identifier is pr: (B)(4).